Event description:
On october 5, 1993 rptr was exposed to 15,000 gauss for 30-45 minutes in a general electric MRI (1.5 tesla, 5x) unit. A few days later the weather turned cool and rptr turned the heat on for the first time. As rptr was laying on the couch, which was parallel to an 8 foot long baseboard heater, rptr began to sting and burn from the hips down to the tips of their toes. It felt like their lower body (the backs of their legs, buttocks and soles of their feet were on fire). This stinging, burning pain became chronic from that day to this and is triggered by exposure to low level chemical fumes and magnetic fields in excess of 1 gauss. The magnetic exposure damaged the back of their lower bowel, permeating their gut and causing malabsorpotion and chronic inflammation. Rptr does not have any generalized pain inside their intestines or stomach. The pain radiates from the back of their lower bowel starting at about the 4th lumber down into tthe nerves at the back of their legs and into their feet only. A few months ago, rptr began to experience prickling sensations in their legs, both front and back. Rptr was in pre-menopause at the time of the original MRI and never had another menstrual period. Rptr's last menstruation ended on september 30, 1993, 5 days prior to the MRI exposure. Rptr did not relate the MRI exposure to the neurological injury unitl november 20, 1996 when they went for a second MRI of their left femur due to a painful lump. Within less than a minute inside the MRI unit, there was stinging and burning so bad rptr had to buzz the technician to get them out. Rptr realized at that point, that is was the MRI exposure on 10/5/93 that led to the stinging, burning pain and hypersensitivity to electrical fields and low level chemicals which began on or about 10/8/93.. The nature and degree of the pain has not changed since its sudden onset. Whenever rptr is exposed to low level electromagnetic fields, or inhales or ingests low level chemicals, their lower bowel inflammation becomes irritated. Rpts stings and burns so badly they can't sleep at night. The pain is worse when they are laying down and there is pressure on the nerve endings. Rptr cannot do deep breathing into their lower body without their nerve endings becoming irritated and feeling like they are on fire.